Event description:
Sales rep called in to report she was using a no needle demo v-go with the patient. The demo device was filled with water for the practice try. After the patient pushed in the start button, there was blood on the patient's shirt and on his skin, and some redness and a small welt on the patient's abdomen at the insertion site. The sales rep stated there was a needle in the demo. The patient had given himself two clicks.

Manufacturer narrative:
The device has been returned and evaluated. The complaint was confirmed, the demo device was confirmed to have a j-shaped needle installed. The root cause of this complaint is a manufacturing error. CAPA 267 has been initiated.